Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was possibly damaged during the extraction attempt procedure of the right ventricular (rv) lead. The patient underwent surgical intervention to abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the possible damage during extraction allegation was not confirmed based on visual inspection revealed no abnormalities on returned segment, a normal segment resistance measurements indicating all conductors are intact and a passing hipot test indicating no electrical shorts between conductors.

Event description:
It was reported that this right atrial (ra) lead was possibly damaged during the extraction attempt procedure of the right ventricular (rv) lead. The patient underwent surgical intervention to abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.